Manufacturer narrative:
(B)(4). Concomitant medical products: item # unk, hip-other-heads-unk, lot # unk. Product location unknown. Multiple MDR reports were filed for this event. Please see associated reports: 03613410001822565-2018-00587, 00588. Reported event was unable to be confirmed as part number/ lot number of device involved in the incident is unknown and due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent a right total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure four years and five months post initial surgery. Attempts have been made, and no further information available.

Manufacturer narrative:
Concomitant medical products: item # 00630505632, liner, lot # 62202333, item # 00620005622, cup, lot # 62060656, item # 00801803214, femoral head, lot # 62234495, item # hip-unknown-screws-unk, lot # unk, qty of 2. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-00587, 0001822565-2018-00588, 0002648920-2018-00195, 0002648920-2018-00196, 0001822565-2018-01499, 0001822565-2018-01500.

Event description:
It was reported that a patient had a right hip surgery approximately 4 years post implantation due to pain that developed in right hip approximately 6 months prior to the revision surgery. Medical records indicate metallosis, infection greater than one year post implantation, necrosis, taper corrosion indicating trunnionsis, x-ray indication of cup loosening, and elevated ion levels. The patient had dental work an unknown time frame prior to revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow up report is being submitted to report additional information the following sections were updated: corrected: reported event was confirmed due to medical records received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.